Event description:
It has been reported to philips that the tube was not moving. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the c arc could not be moved. Troubleshooting actions showed a problem with the geo module. The fse replaced the geo module and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of system log files shows ¿application error: enmv_at_startup_high¿. Upon functional testing, the fse found that the tube was not moving due failed geometry control knob. The philips engineer replaced the geometry control module. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.